Manufacturer narrative:
Corrected to "it was reported that bd plastipak syringe had a deformed stopper. No serious injury or medical intervention was reported." Brand name: corrected to "bd plastipak syringe". Type of device: corrected to "n/a". Common device name: corrected to "syringe". Medical device manufacturer: corrected to "(B)(6)" medical device catalog #: corrected to "302562". Medical device expiration date: corrected to "2022-12-31". Medical device lot #: corrected to "8016574". Unique identifier (UDI) #: corrected to (B)(4). Manufacturing location: corrected to (B)(6). PMA/510(k)#: corrected to "n/a" device manufacture date: corrected to "2018-03-26".

Event description:
It was reported that bd plastipak syringe had a deformed stopper. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: one photo received for investigation. DHR review shows the lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. No non-conforming part that could be attributable to the defect reported by the client was presented. No deviations (quality notifications) were reported during the manufacturing process. Investigation conclusion: upon observation, it is possible to visualize the badly assembled stopper defect, therefore complaint is confirmed. Root cause description: possible root cause, manufacturing process due to mismatch in feeding rails. Rationale: no corrective action, defect is within the level of acceptance quality. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd¿ catheter tip syringe had a deformed stopper. No serious injury or medical intervention was reported.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ catheter tip syringe had a deformed stopper. No serious injury or medical intervention was reported.